Manufacturer narrative:
Product was not returned for this event but was returned for manufacturer file (B)(4) for the same issues from cardinal health - select medical corp for the belt falling apart while in use. Evaluation of the returned product observed the belt was torn in half at the strap attachment. The belt tear was in a separate area of the belt and not related to the strap connection or alarm activation. Despite the belt tear, the alarm system functioned as designed. Additionally, in-service support was provided to the customer and we are continuing to work with them directly to resolve this issue historical review of the complaint database found similar instance where the belt ripped at the seams. Investigation into these complaints revealed possible user error as the foam and cable materials of the returned sensor belt appeared to be cut with a sharp object or excessive force. Additionally, the belt could have been subjected to weight-bearing use beyond its intended design. Product guidelines state: the belt is not intended to support the full weight of a patient. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states ensure all parts of the system are operational before leaving the patient unattended. Failure to follow the instructions could result in serious injury. Before leaving the patient unattended, explain the purpose for the belt. Make sure the patient understands the need to call for assistance before exiting the chair and how to self-release. Additionally, the precautions section indicates that this product is a non-invasive way to monitor patient movement. This device does not prevent falls and is not a substitute for good nursing and regular visual monitoring. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer is reporting complaint on product 8399 that product would just fall apart while in use. Lot# 5230t141.